Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual and functional evaluation was performed. Visual inspection revealed no broken or damaged components that could have affected function. During functional evaluation, the cap was removed and sample inflated and the plate was able to be opened and closed to verify it functioned properly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent caesarean-section on (B)(6) 2014 and reservoir was attached to a drain. On (B)(6) 2014, no drainage was found and reservoir was removed following echo to confirm there was no retained waste fluid in the body. Upon removal, the reservoir did not expand which surgeon opines was not normal because reservoirs usually inflate with air when drains are removed. There was no adverse patient consequence.